Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Customer was assisted by cts in resetting the pump and was able to continue using it without further issues. They were advised to call back if the malfunction code recurs, and they acknowledged this instruction.